Event description:
Information received by medtronic indicated that the insulin pump had crack at battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). S.w version unknown. Retainer ring, black. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per r&d engineer, critical pump error (open book image) alarm was generated since the main sram test failed in the mutable (intern) bootloader (code 0x0000004a). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (22.6 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads and a scratched case. Cosmetic damage was confirmed at the battery compartment. Critical pump error (open book image) alarm confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting hw issue. During visual inspection, found corrosion on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.